Event description:
It was reported that the implant did not seal. A left atrial appendage closure procedure was performed and a 24mm watchman flx left atrial appendage closure device was implanted. At the 45-day follow-up visit, a computerized tomography (CT) scan revealed a watchman leak. The next course of action is to implant a cardiac coil or plug to close the leak. No patient complications were noted.